Event description:
The patient reports after receiving treatment with juvederm ultra plus in the "area above the eye, just below the brow bone." The patient experienced extreme swelling and drooping of her eye and her face. Treatment included ice packs, heat, and diuretics. No further information is available at this time. Follow up is in progress with the physician. MFR's approach to compliance is to resolve all doubt in favor of reporting.